Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. Based on the information reviewed, the reported patient effect of dizziness appears to be related to patient/procedural conditions and likely a secondary effect/symptom of the stroke; however, a cause of the stroke, and a relationship to the device, if any, could not be determined. The reported patient effects of dizziness and stroke, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for stroke 4 days post procedure. It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had dilated cardiomyopathy with poor function and low flow. One clip was implanted, reducing the mr to 2. As this was a very sick patient with low ejection fraction, the patient remained hospitalized for other treatments scheduled. On (B)(6) 2017, 4 days post procedure, the patient felt dizzy and had coordination problems due to stroke. The patient is currently stable. Per the physician, it is not certain if the stroke is related to mitraclip procedure. No additional information was provided.